Event description:
It was reported that the device system was explanted due to a (B)(6). Specific pt symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).